Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not available for investigation. The batteries were not returned for evaluation. Raw log f iles were not available for analysis. However, review of the available autologs report revealed one (1) controller fault alarm was logged on (B)(6)2020 at 23:11:37. Additionally, two (2) power disconnect alarms involving bat214384 were logged on (B)(6)2020 at 19:45:54 and on (B)(6)2020 at 12:13:29, respectively. A third power disconnect alarm involving bat214111 was logged on (B)(6)2020 at 23:48:07. As a result, the reported controller fault alarm was confirmed; however, the reported communication error event could not be confirmed. A power source lubrication procedure had been performed on the associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6)2018. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Possible root causes of the reported power disconnect alarms can be attributed, but not limited, to a momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, packet error checking method detecting bit errors, and/or a battery malfunction. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6), h3: yes h6: method code(s): 4112, 4114 h6: results code(s): 3213 h6: conclusion code(s): 4315 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6),h3: yes h6: method code(s): 4112, 4114 h6: results code(s): 3213 h6: conclusion code(s): 4315 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h7. The file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. The batteries were not returned for evaluation. A review of the manufacturing documentation confirmed that the batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. A visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, con309790 falls within the bounds of this CAPA. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery which powers the no power alarm was swollen. After the battery was replaced, the controller performed as intended. Log file analysis revealed that the controller in use during the event date contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Alarm log files revealed two (2) power discon nect alarms were logged on (B)(6) 2020 at 19:45:54 and on (B)(6) 2020 at 12:13:29, respectively, involving (B)(6). One (1) power disconnect alarm was logged on (B)(6) 2020 at 23:48:07 involving (B)(6). During the power disconnect alarms a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Additionally, alarm log files revealed a controller fault alarm on (B)(6) 2020 at 23:11:37, indicating an issue with the internal battery. Furthermore, log files revealed that the controller was in use for more than 2 years. As a result, the reported controller fault alarm event was confirmed, however, the reported communication error event could not be confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the available information, a possible root cause of the observed power disconnect alarms could be attributed, but not limited, to a battery malfunction. ' additional products: d4: serial #: (B)(6) h3: yes. H6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02. D4: serial #: (B)(6). H3: yes. H6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transp lantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de/ expiration date: 28-feb-2017/ serial #: (B)(4), UDI #: asku, no, mfg date: 29-feb-2016, no, (B)(4). Heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 28-feb-2017/ serial #: (B)(4), UDI #: asku, no, mfg date: 29-feb-2016,no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a controller fault alarm and the batteries had a communication error. The controller was exchanged and the batteries remains in use. No patient complications have been reported as a result of this event.